Event description:
During a wolff-parkinson-white procedure, a pericardia! Effusion occurred requiring pericardiocentesis. The ensite x was used to map right sided activation, voltage, and geometry maps. There was difficulty achieving transseptal puncture utilizing a non-abbott baylis versacross rf wire, rf puncture generator, and versacross transseptal sheath. The advancement of the baylis versacross sheath across the atrial septum was especially difficult. Following the transseptal puncture and advancement of the sheath, the patient became hypotensive and an echo was done showing a pericardia! Effusion. A pericardiocentesis was performed and the patient was stabilized. No ablation or additional mapping was performed following the pericardiocentesis. The patient was extubated and transported to the floor in stable condition. The physician and lab staff did not describe that any abbott devices contributed to the event. Heparin was given during the procedure, but dosage and measured act is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).